Event description:
Patient specific info was not available. Nurse reporting stated that "event happened a couple of weeks ago". A pt's blood glucose was tested on suspect device and was "hi"(>600 mg/dl). The pt was treated with insulin. A lab draw was done possibly within 30 minutes and blood glucose was in 100's mg/dl. The pt bottomed out and was treated with glucose IV. Glucose controls were run at time of call and within range.